Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not deploy and the cannula was bent, and did not insert into the infusion site. The pod was not worn, and no adverse patient impact was reported. Pod was discarded.